Event description:
Reporter also alleges the pt has suffered from: ulcers, arthritic pains, chronic infection, change in bowel habits and lump in her right neck. Physician's letter states pt has musculoskeletal complaints which include arthralgias and myalgias.